Event description:
The customer indicated that all the affected pts (a,b,c) had a urine sample tested at the clinic with an icon 25 hcg test kit and the hcg result was negative (-). The customer indicated that pt a had a quantitative hcg result of 192,409 miu/ml. The customer did not provide additional information regarding the confirmatory testing methodology. The weeks of gestation for pt a was 10.2. The customer indicated that the pt b had a strongly positive (+) pregnacy test result from a serum sample collected on the same day. The customer did not provide additional information regarding the confirmatory testing methodology. The week of gestation for pt b was 12. The customer indicated that the pt c had a strongly positive (+) pregnancy test result from a serum sample collected on the same day. The urine sample from pt c was retested after the positive pregnacy result from the serum sample. The repeated urine result was positive. The customer indicated that the pt c had a quanititative hcg result of 2,710 miu/ml. The customer did not provide additional information regarding the confirmatory testing methodology. The weeks of gestation for pt c was 5. The customer indicated that there has been no change to pt treatment that can be attributed to this event.